Manufacturer narrative:
The device was reported to be discarded and will not be returned to the manufacturer for evaluation.

Event description:
It was reported that during a laparotomy when the device was being used to divide mesantary, the surgeon was applying the device for the appropriate amount of time until the generator signaled. As the device was removed from the tissue, there was still bleeding. Suturing of the ligate was needed after every application. The device was tried several times. The procedure was slowed down due to the necessity of having to hand tie every vessel. It was unclear whether a new device was used to complete the procedure. The surgeon "got through the case just fine" and there was no patient harm. The device was reported to be discarded by the complainant. Additional information was requested, but no additional information was received. A follow-up report will be sent if additional information becomes available.